Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon performed laser cataract surgery on the patient using a non-abbott laser and experienced difficulty docking. The procedure was eventually completed and patient was transferred to the operating room for lens extraction. Nucleus removal and cortical aspiration were performed with no obvious difficulties. Ophthalmic viscosurgical device (ovd) was inserted into the capsular bag and the zlb00 intraocular lens (iol) was inserted with no observed difficulties. As the haptics deployed the iol appeared to center normally, but upon removal of the ovd a large capsular rupture appeared and the iol decentered significantly. The surgeon stopped aspiration, grasped the iol with forceps and dialed the zlb00 into the sulcus where it appeared to center better. Although it is noted that this lens is not indicated for sulcus placement, the surgeon opted to leave the zlb00 in the sulcus. The remaining ovd was left in the eye and a brief wreck cell vitrectomy was performed prior to wound closure. There was 3 hours of delay in surgery. Patient had inflammation and was given durezol. Patient is reported as doing well with uncorrected visual acuity 20/40 and is happy. Reportedly, patient had zkb00, 20.5 successfully implanted in the first eye in (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Section b5 in the initial MDR incorrectly reported that "there was 3 hours of delay in surgery." The customer actually reported that this case was nearly 3 hours late. There was no delay in surgery. In addition (B)(4) delay in surgery was entered in the initial report. This code is incorrect and is not applicable to this report. The device was not returned to the manufacturer for evaluation. Therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.